Event description:
It was reported that following the implantation of an elevate pc anterior, the patient experienced moderate "urinary stress incontinence" with losing "urine on coughing, needs to wear diapers." The patient received local estrogen cream and started pelvic floor training on (B)(6) 2013. The event is considered continuing (not resolved) as of (B)(6) 2014. The patient does not want surgery (tvt) at this point. No additional patient complications have been reported in relation to this event.

Event description:
Additional information received indicated that the stress urinary incontinence the patient experienced is de novo. As of (B)(6) 2014, the incontinence is mild, "has improved", losing urine "only when having a cold, does not want tvt at this point." No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Additional information.

Event description:
Additional information received indicated that the event was continuing as of 04/25/2014. There were no further patient complications reported in relation to this event.